Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had lots of small and big bubbles in reservoir and tube and mostly from the middle to the top of reservoir. Customer's blood glucose value was 117 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime and compromised force sensor test and excessive no delivery test. No unexpected black screen anomaly. The insulin pump was tested with test reservoir and no air bubbles in test reservoir during testing.